Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion. As no further investigation was able to be performed no change in harm was identified.

Event description:
On 30-oct-2022, it was reported by a sales rep via email that a ar-3680, implant system, fibertak button was used in a subpectoral bicep tenodesis procedure. The surgeon drilled a hole with the provided drill within the kit following appropriate technique. The drill was chucked to the required line. Upon inserting the anchor into the bone, the surgeon pulled on the sutures to deploy the anchor and it pulled straight back out. The surgeon was unable to reuse the anchor. This was discovered during use and a case was involved. To complete the procedure, the surgeon changed to an alternative anchor. No adverse events occurred.